Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms and high pacing thresholds. Ra lead fracture was suspected. Subsequently, the patient underwent a revision procedure, and the ra lead was explanted and replaced. No additional adverse patient effects were reported.